Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the defibrillator was rebooting and ¿not completing up tech¿. There was no reported patient involvement.